Event description:
The customer tested his blood glucose using his breeze2 and contour meters. The breeze2 read 76 mg/dl, while the contour read 43 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have his testing supplies with him at the time of the call, so further troubleshooting was not possible. No product will be returned at this time.